Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d10, g3, g6, h2, h3, h6, h10, h11. D10: item # unknown, unknown liner, lot # unknown. Item # 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm length, lot # 66240754. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history for the head identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that dislocation of an intra-articular fixation occurred during the patient's postoperative hospitalization, and the orthopedic surgeon's unsuccessful manipulative repositioning recommended repositioning under anesthesia. No reopening of the incision. Manipulative repositioning surgery was performed. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4): d10: item # unknown, unknown liner, lot # unknown. G2: report source china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that dislocation of an intra-articular fixation occurred during the patient's postoperative hospitalization, and the orthopedic surgeon's unsuccessful manipulative repositioning recommended repositioning under anesthesia. Attempts have been made and additional information on the reported event is unavailable at this time.